Event description:
A surgeon reported a patient who was unhappy, because he was seeing a temporal arc in his vision following intraocular lens (iol) implant surgery. The surgeon felt the event might have been caused by a wrinkle in the posterior capsule. The surgeon performed a yag laser treatment in an additional surgical procedure on the wrinkle. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/16/2009, 09/17/2009, and 09/22/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 10/15/2009.